Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During device preparation, the device was properly prepared per instructions for use (IFU). The cable connection was checked during device preparation while it was in the hoop, and it was noted to be loose. The physician tightened the device. During procedure when introducing the amulet into the sheath, it was observed that the amulet was unscrewed from the delivery cable when the device was still inside the delivery system. There were attempts to recover the device within the sheath using two catheter hoops. The sheath was attempted to be removed from the patient through the septum, and the amulet came out of the sheath. Using a transcatheter snare, the amulet was captured in the disc-lobe connection and brought to the inferior vena cava, where it was captured through a contralateral venipuncture and use of a second snare. The device was removed via the left femoral vein without major complications. The patient was taken to the intensive care unit. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of premature separation of amulet device when inside the delivery system during procedure was reported. It was also reported that the sheath was attempted to be removed from the patient through the septum, and the amulet came out of the sheath. Using a transcatheter snare, the amulet was captured in the disc-lobe connection and brought to the inferior vena cava, where it was captured through a contralateral venipuncture and use of a second snare. The device was removed via the left femoral vein without major complications. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported premature separation of device could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During device preparation, the device was properly prepared per instructions for use (IFU). The cable connection was checked during device preparation while it was in the hoop. During procedure when introducing the amulet into the sheath, it was observed that the amulet was unscrewed from the delivery cable when the device was still inside the delivery system. There were attempts to recover the device within the sheath using two catheter hoops. The sheath was attempted to be removed from the patient through the septum, and the amulet came out of the sheath. Using a transcatheter snare, the amulet was captured in the disc-lobe connection and brought to the inferior vena cava, where it was captured through a contralateral venipuncture and use of a second snare. The device was removed via the left femoral vein without major complications. The patient was taken to the intensive care unit. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.